Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented with shortness of breath and transient ischemic attack symptoms. The patient had high lactate dehydrogenase and was started on medication. The patient's lactate dehydrogenase was not improving with medication. A transesophageal echocardiogram was completed, which showed incomplete unloading of the left ventricle with increasing pump speeds. The patient had a history of recurrent pleural effusions and gi bleeds and was on and off anticoagulation. The patient received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.